Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the alleged meter inaccuracy began around 3 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿115, 80 and 21 mg/dl¿ with the subject meter, performed more than 20 minutes apart. During the call, the patient reported that she manages her diabetes with lantus and humalog insulin (dose not reported) and that she tests her blood glucose 4-6 times a day. The patient reported that she began to develop symptoms around the time of the alleged issue and that on february 12, 2020 she was found ¿passed out, unresponsive, hard time breathing, body temperature very high, sweating too much¿ and woke up in hospital where her blood glucose was measured at ¿861 mg/dl.¿ the patient claimed she was treated in hospital with IV insulin. During the call, the patient indicated she had been taking a course of steroids prior to the event. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csa noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a contributor to the event.